Event description:
It was reported that pump became hot to touch while charging and caller noticed burning smell from electricity, with no temperature alarms recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, while tandem technical support arranged shipment of in-warranty replacement pump and goodwill charging supplies.